Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reportable that the patient presented remotely. Review of the transmission revealed that there was a signal artifact on the right ventricular lead that was oversensed as a high ventricular rate, briefly causing inhibition of pacing. The patient reported feeling dizzy, but it is unknown if this was related to the oversensing. The lead impedance appeared stable, and the noise was reproducible with isometrics in clinic. The device was reprogrammed to address the oversensing. The patient was in stable condition.